Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as pain and possible torn rotator cuff. The previous surgery and the surgery detailed in this event occurred 2.1 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to pain and possible torn rotator cuff. There were no findings during this evaluation that indicate the reported devices were defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - (B)(6) for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate that the reported device(s) was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. The root cause of this complaint was a revision surgery due to pain and possible torn rotator cuff. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. A review of the device history record(s) show that the reported component(s) used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review.

Event description:
Revision surgery - (B)(6) y/o female patient had pain and possible torn rotator cuff. The previous surgery and the surgery detailed in this event occurred 2.1 years apart.